Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump failed to deliver a bolus, resulting in hyperglycemia. On (B)(6) 2012, the pump did not deliver a bolus he programmed for a meal at 7p with a blood glucose (bg) 193 mg/dl. When he pressed go he did not feel the pump vibrate or beep till a while later and was unable to recall the amount of time elapsed before he did feel the pump vibrate and then beep. At 10:23p bg was 537 mg/dl with of mild nausea, feeling very tired and irritable, moderately frequent urination, extreme thirst, and blurred vision.. He denies having abdominal cramps, shortness of breath, or chest pain. He had changed site/set in the am, so did not change it again. He denies abnormalities with the site, tubing or cannula, denies bubbles or bleeding. He did not bolus by meter, bolused 10.3 units by pump. At (B)(6) 2012 at 12:31a bg was 352 mg/dl , he bolused 3.15 units by pump and 9:44a bg was 85 mg/dl . He did not review the bolus history when he heard the pump beep. He reports a he is using new replacement pump and the buttons are responding as usual. Patient checked bolus history and no record of bolus exist for 7p. Patient is adamant that he pressed ok on the bolus, but not sure it started to bolus, since he did not hear a beep or a vibrate and did not realize it until he went to bolus for a snack and realized how elevated the bg was. The patient confirmed time/date are correct. Patient is not sure why bolus was not in bolus but adamant that he entered the units and pressed go. Customer technical support (cts) reviewed pump: alarm history shows no relevant alarms on that date; bolus history confirms all bolus correct except the one that is missing. The patient is adamant that he entered the bolus amount and pressed go, is very meticulous about the pump and his diabetes care and demanding pump band meter be replaced has lost confidence in meter and pump.cts advised patient of radio frequency (rf) interference that can happen anywhere any time and how the interference can affect the bolus delivery, to always look at pump and meter when he hears or feels anything abnormal, to wait for bolus to complete before replacing meter in case or pump in case or pocket to be sure the bolus was given. Cts also advised patient that if bolus was cancelled it should still show up in bolus history as a cancelled bolus or if no units entered and the go was activated it would show up in the pump bolus history. Advised patient that the bolus history indicates no bolus was given or activated at the 7p (meter shows pt did check bg and entered 100 grams carbohydrates. Patient unable to confirm if bolus was started but bolus history indicates a bolus was not given. Advised patient of criteria for changing site/set with bg elevations above 250 or 400. Advised patient to monitor boluses, that issues would be with meter unable to communicate with pump and rf interference and replacing pump or meter was not going to take care of the issue. Advised patient in the future to call at the time of an issue so that troubleshooting can be done at time of issues. This complaint is being reported based on the allegation that a patient experienced hyperglycemia due to the pump allegedly failing to deliver a bolus.

Manufacturer narrative:
(B)(4):a review of the bolus history shows no bolus at 7pm on (B)(4) 2012. There was no data in the black box from the reported incident due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.